Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of rash ("rash on face") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (the essure coils were removed bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the rash outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter commented: patient had complained of rash on face. Allergy panel completed, which all came back negative. The patient was insistent on removal. Diagnostic results: allergy panel completed, which all came back negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain") and rash ("rash on face/ still has a rash behind the right ear, at hair line on right scape adjacent to ear and on ear") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, allergic rhinitis, herpes nos, vaginal cyst, termination of pregnancy - elective in 1988, menstruation abnormal, multigravida, muscle pain, hot flashes, night sweats and general body pain. Concurrent conditions included smoker, coughing, body mass index normal and drug allergy (neomycin, gold sodium thiosulfate, bacitracin, nsaids, cephalosporins.). Concomitant products included fluticasone propionate (flonase), multivitamins, plain (multi vitamin), norethisterone (norethindrone), prednisolone and salbutamol sulfate (proair hfa). On 26-aug-2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), dermatitis ("dermatitis"), vaginal haemorrhage ("vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and hypersensitivity ("allergic reaction to essure coils"). The patient was treated with surgery (diagnostic hyteroscopy, laparoscopic bilateral salpingectomy and removal of essure insert.). Essure was removed on 28-nov-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain, alopecia and hypersensitivity outcome was unknown and the rash and dermatitis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, dermatitis, fatigue, hypersensitivity, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient had complained of rash on face. Allergy panel completed, which all came back negative. The patient was insistent on removal. According to medical records, on 16-nov-2017 patient had an appointment to "discuss management for her chronic pain after essure insertion. This problem has been present her for 7 years. The problem causes her to miss work, abdominal bloating, abdominal pain, pelvic pain, hair loss and rash. The severity of these symptoms is moderate. At this time, the patient requests to proceed with laparoscopy with bilateral salpingectomy, hysteroscopy, excision of essure implants." On 15-12-2009: confirmed tubal occlusion. Diagnostic results: allergy panel completed, which all came back negative. Gross description: 1: received in formalin, labeled with the patient's name, date of birth, and "left tube" . Specimen consists of a 7x 0.3 cm fimbriated fallopian tube segment. A 0.5 cm paratubal cyst is noted 2cm from the fimbriae. Approximately a 7cm segment of thin coiled wire is present entering the tube. The wire is present within the tube lumen for approximately 1cm. Representative sections submitted. 2. Received in a formaline, labeled with the patient's name, date of birth, and "right tube and essure" . Specimen consists of a 7.1x 0.4cm fimbriated tube. There are a few adhesions and is otherwise unremarkable. Also in the container is a 13.5cm segment is a 13.5 cm segment of thin wire and two wire coils, 2.5x0.2 and 1.2x 0.2 cm. Representative sections submitted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: medical record received. Events added: dermattis, drug allergies/ suspected allergic reaction to essure coils, vaginal bleeding, fatigue, pelvic pain/ chronic pain, abdominal bloating, abdominal pain, hair loss. Concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of rash ("rash on face") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (the essure coils were removed bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the rash outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter commented: patient had complained of rash on face. Allergy panel completed, which all came back negative. The patient was insistent on removal. Diagnostic results: allergy panel completed, which all came back negative. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.